Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported receiving an e4 (occlusion) error today. Patient stated she had an occlusion just before the call. Patient previously reported she receives occlusion errors when bolusing over 10 units of insulin. Patient stated it occurred once last week and again today. Patient reported she changed her infusion site and infusion set on (B)(6) 2010 and later dropped her infusion device and it pulled the infusion site out. Patient stated she reinserted it and taped it back on. Patient reported her blood glucose reading was 225 mg/dl this morning and then she removed the infusion site. Patient stated she inserted a new infusion site and tested her blood glucose with a reading of 170 mg/dl just before the call. Patient stated she attempted to bolus 17.2 units of insulin and the infusion device occluded. Patient reported she did not know how to check the bolus history so she just gave herself another 7 units of insulin and it went through fine. Assisted patient with checking the bolus history. Patient had received 11 units of the 17 she programmed and then she took 7 more units of insulin. Advised patient to check her blood glucose since she took 1 extra unit of insulin. Patient's target blood glucose range is 150 mg/dl or less. Patient reported she has never changed the infusion adapter. Advised patient to change the adapter with every 10th cartridge change. Had patient disconnect from her infusion site and attempt to prime the infusion tubing; was successful. Advised patient to change the adapter. Unable to duplicate the e4 (occlusion) during the call. On follow up call to patient on (B)(6) 2010, patient reported her blood glucose has returned to normal and it has been running around 86 mg/dl. Patient stated she has not had any more occlusions on her infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.